Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: chest wall surgery. Cathplace: left chest wall, lateral to incision. Physician reported that patient had a dual catheter. One catheter was removed with black tip intact. The other catheter broke during removal; the catheter had black markings but no black tip. The catheter segment was not removed. Patient's current condition is good.

Manufacturer narrative:
Method: sample not available. As no lot number was reported, the device history record and lot history cannot be reviewed. Conclusions: no further conclusion about this sample can be drawn. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed. The defect type, catheter break, is being further investigated. (B)(4).